Manufacturer narrative:
It was reported that the patient underwent skin revision on (B)(6) 2018. This report is filed on january 15, 2019.

Manufacturer narrative:
This report is submitted on november 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The patient was administered a steroid injection and revision surgery is scheduled for skin flap thinning, however, this has not occurred as of the date of this report.